Manufacturer narrative:
(B)(4). Correction - the date received by manufactuer date on medwatch follow-up #1 was filed incorrectly as 11/05/2016 and should have been 11/05/2015.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient had a previous stent implant from a previous angioplasty procedure. A 2.75 x 28 mm xience attempted to cross a previous implanted stent but became stuck on the proximal end of the implanted stent. The undeployed xience stent dislodged from the delivery system but remained on the guide wire. The stent was successfully snared and removed from the patient. A new 2.75 x 28 mm xience was able to complete the procedure successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the dislodged stent was successfully removed on the guide wire, along with the guiding catheter, without medical intervention. A snare device was not used. No additional information was provided.